Event description:
The facility's technician reported an infusion pump with fail code 500. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.